Event description:
Customer's mother called to troubleshoot because customer was experiencing high blood glucose levels. She stated she had trouble priming the pump. There was nothing exiting and no alarm after several attempts. Switched to manual injections.